Event description:
Per the audiologist, the patient has psoriasis over much of his body. This condition was present prior to implant surgery. The patient was hospitalized in 2007 with fever and infection of the cochlear implant site with an abscess. The patient was taken to or for drainage of the mastoid abscess and explantation of the cochlear device. The patient's device was explanted the same day. No reimplantation is planned at this time. The patient has reportedly recovered and is doing well with the implant on the contra lateral side.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.